Event description:
It was reported that increased thresholds, increased impedance levels and oversensing were evident on the patients right ventricular (rv) lead. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, along with the pacing capture threshold. Analysis of the device memory also indicated oversensing information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.